Manufacturer narrative:
(B)(4)

Event description:
It was reported that a post-op check the patient was experiencing diaphragmatic stimulation. The right ventricular lead exhibited fluctuating high impedance measurement. The physician also noted elevated thresholds. The physician successfully repositioned the lead. The patient was in stable condition post surgery and would continue to be monitored.